Manufacturer narrative:
The patient weight was not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 5 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) medical university in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient heard two continuous red heart alarms that resolved without intervention. The system controller log file showed that a pump stoppage occurred while connected to the power module, and percutaneous lead (driveline) compromise was suspected. It was reported that the patient had not gained or lost a significant amount of weight. A pump exchange was performed on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of pump confirmed an issue that could have contributed to the reported pump stoppage, which was confirmed through the evaluation of the submitted system controller log file. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 2 inches from the pump housing. The remainder of the percutaneous lead was returned in a segment measuring approximately 35.5 inches. Evaluation of the percutaneous lead revealed minor metal braided shield breakdown adjacent to the metal connector and approximately 2.5 inches from the metal connector (terminus of the distal end bend relief). Upon removal of the outer layers of the percutaneous lead, a breach in the orange wire was observed approximately 4 inches from the pump housing, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the orange wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump stoppage and low speed hazard/advisory events observed in the submitted log files. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.